Manufacturer narrative:
Com-(B)(4).

Event description:
The transmitter was returned for evaluation. The following were performed: external visual inspection, voltage test and data file review. The reported allegation was confirmed. The probable cause was the transmitter and app were unable to complete a data transfer.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. It was determined that the loss of connection was related to the mobile application. The device has been received for investigation. A follow up will be submitted upon completion of device investigation. No additional event or patient information is available.